Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had no vacuum. This was discovered during use. The following information was provided by the initial reporter: there are complaints regarding the vacuum of the tube, because it is constantly necessary to use more than one tube for collection when performed in a closed system, since the tube has no vacuum required for sample aspiration.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had no vacuum. This was discovered during use. The following information was provided by the initial reporter: there are complaints regarding the vacuum of the tube, because it is constantly necessary to use more than one tube for collection when performed in a closed system, since the tube has no vacuum required for sample aspiration.